Event description:
Allegation that pt was found sunken into unit with bead leak on pt's right side. It was stated that pt began to vomit and continued through shift, pt congested and needed breathing exercise in afternoon. Nurses complained of headache and later diarrhea and vomitting.